Manufacturer narrative:
Block b3: exact date unknown, event occurred mid-february prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing pain from the implantable pulse generator (ipg) placement that is causing a shooting pain down the leg. The patient underwent a revision procedure wherein the ipg was repositioned. No further information has been obtained.

Event description:
It was reported that the patient was experiencing pain from the implantable pulse generator (ipg) placement that is causing a shooting pain down the leg. The patient underwent a revision procedure wherein the ipg was repositioned. No further information has been obtained.

Manufacturer narrative:
Correction to the initial MDR in block (d4).